Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.7 - 4.1 inr): qc 1: 3.3 inr , qc 2: 3.3 inr , qc 3: 3.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The customer used the same finger within 24 hours for tests. Per product labeling, for a second measurement a new puncture of a different finger is mandatory. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:02 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.9 inr. The patient's medication was adjusted based on the meter result. At 9:00 a.m., a sample from the patient was tested in the laboratory using the comboplastine method, resulting with a value of 3.1 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter result. The patient is currently fine. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is normally once per week, but during the month of february, the patient tested a few extra times. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient's warfarin dose had not been changed since last tested. The patient did not have any changes in medication or diet and has not had any additional illnesses. The patient had no symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.